Event description:
It was reported that the patients ipg would not take a charge. Electrocautery was believed to be the cause. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.